Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that multiple, intermittent cartridge alarms occurred with multiple cartridges during basal delivery and during load process. Additionally, it was reported that the insulin gauge was inaccurate. Customer's blood glucose level was in 120-141 mg/dl range. Reportedly, the customer reverted to an alternate method of insulin therapy.